Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was able to be confirmed, but could not be duplicated. The unit operated correctly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, performed servicing, the fsr reported the unit is meeting all manufacturer specifications. The suspect main pcb has been returned to carefusion and is currently pending evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a circuit disconnect alarm. The customer reported the I:e ratio is inversed. The issue occurred during patient use; the customer reported the patient is breathing normal and no patient consequence is associated with the event.